Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: one had migrated up in one fallopian tube/ migration of essure device location of device: fallopian tube'), pelvic pain ('pain'), genital haemorrhage ('heavy bleeding/ increased bleeding.') And haemorrhage ('other injury(ies) or complication please describe: stromal haemorrhage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal pregnancy (B)(6) 2011), gastrointestinal disorder, infectious peritonitis, vaginal delivery (B)(6) 2011), parity 2 ((2010, 2011)), cholecystectomy (2010) and gallbladder removal ((B)(6) 2010.). Date: (B)(6) 2017, (B)(6) 2018 communication: the right essure device projected deep enough into the right fallopian tube and a right tubouterine anastomosis was performed. A left tubouterine implantation was performed to repair the left fallopian tube. Study: ultrasound of the female-pelvis impression: normal female pelvis. Concurrent conditions included menses irregular, back pain, nickel sensitivity, uterine bleeding, fever, laparotomy and obesity. Concomitant products included ethinylestradiol;norgestimate (sprintec) since (B)(6) 2018 and naproxen sodium (aleve) since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue/chronic fatigue"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines / migraines/headaches"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and rash ("rashes or skin conditions type: legs/arms/face"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), cervix inflammation ("other injury(ies) or complication please describe: inflammatory cells of benign endo cervix"), cervicitis ("other injury(ies) or complication please describe: chronic cervicitis") and abdominal pain lower ("increased cramping") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy/ surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, genital haemorrhage, haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, fatigue, weight increased, alopecia, cervix inflammation, cervicitis, rash, hormone level abnormal and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, alopecia, cervicitis, cervix inflammation, device dislocation, fatigue, genital haemorrhage, haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 note: patient has undergone essure reversal surgery at a personal choice. A tubouterine implantation procedure was required to reverse her essure. Tubouterine implantation: during an essure reversal, I removed the essure coils and insert the remaining healthy fallopian tubes through fundal uterine wall incisions. Tubouterine implantation was first for surgical correction of proximal fallopian tube occlusion. Micro insert devices were placed in the usual fashion with 3-6 coils visualized in the endometrial cavity. Current weight 160 lbs. Approximate weight at the time of essure placement 172 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: the uterus is unremarkable, the fallopian tubes are occluded bilaterally successful occlusion of the fallopian tubes bilaterally. (As per m.r).. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. Onset date of the events were added: abnormal bleeding (vaginal, menorrhagia), weight gain, fatigue, device dislocation, rash on legs/arms/face, migraines and nausea. Outcome of the events were updated to not recovered from unknown: pain, heavy bleeding/ increased bleeding, stromal haemorrhage, abnormal bleeding(vaginal, menorrhagia), migraines/headaches, headaches, nausea, fatigue, weight gain, hair loss, cervix inflammation, cervicitis, rash on legs/arms/face , hormonal changes describe and increased cramping. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: one had migrated up in one fallopian tube/ migration of essure device location of device: fallopian tube'), pelvic pain ('pain') and genital haemorrhage ('heavy bleeding/ increased bleeding.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal pregnancy ((B)(6) 2011), gastrointestinal disorder, infectious peritonitis, vaginal delivery ((B)(6) 2011), parity 2 ((2010, 2011)), cholecystectomy (2010) and gallbladder removal ((B)(6) 2010.). Date: (B)(6) 2017, (B)(6) 2018 communication: the right essure device projected deep enough into the right fallopian tube and a right tubouterine anastomosis was performed. A left tubouterine implantation was performed to repair the left fallopian tube. Study: ultrasound of the female-pelvis. Impression: normal female pelvis. Concurrent conditions included menses irregular, back pain, nickel sensitivity, uterine bleeding, fever, laparotomy and obesity. Concomitant products included ethinylestradiol;norgestimate (sprintec) since (B)(6) 2018 and naproxen sodium (aleve) since 2012. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), cervix inflammation ("other injury(ies) or complication please describe: inflammatory cells of benign endo cervix"), cervicitis ("other injury(ies) or complication please describe: chronic cervicitis"), haemorrhage ("other injury(ies) or complication please describe: stromal haemorrhage"), rash ("rashes or skin conditions type: legs/arms/face") and abdominal pain lower ("increased cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy/ surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, fatigue, weight increased, alopecia, cervix inflammation, cervicitis, haemorrhage, hormone level abnormal and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, cervicitis, cervix inflammation, device dislocation, fatigue, genital haemorrhage, haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011 note: patient has undergone essure reversal surgery at a personal choice. A tubouterine implantation procedure was required to reverse her essure. Tubouterine implantation: during an essure reversal, I removed the essure coils and insert the remaining healthy fallopian tubes through fundal uterine wall incisions. Tubouterine implantation was first for surgical correction of proximal fallopian tube occlusion. Micro insert devices were placed in the usual fashion with 3-6 coils visualized in the endometrial cavity. Current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: the uterus is unremarkable, the fallopian tubes are occluded bilaterally successful occlusion of the fallopian tubes bilaterally. (As per (B)(6)). Most recent follow-up information incorporated above includes: on (B)(6) 2019: case becomes valid and incident. Essure dates updated, new reporters, patients demographic added. Historical conditions and lab data added. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: fallopian tube/migration of essure device location of device: fallopian tube, rashes or skin conditions type: legs/arms/face, migraines / headaches, nausea, pain, fatigue, weight gain / loss specify which one: weight gain, hair loss, other injury(ies) or complication please describe: inflammatory cells of benign endo-cervix with chronic cervicitis, stromal hemorrhage, hormonal changes describe, heavy bleeding, increased cramping were added. Concomitant conditions and drugs added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.